Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue, and instructed to continue using the pump while contacting support again if future malfunctions occurred.